Event description:
According to the reporter, post operatively of a natural birth delivery, the patient had a mild perineal laceration during the procedure, which was sutured. The patient still felt obvious pain in the perineal wound many days after delivery. On (B)(6) 2024, the patient came to the hospital for treatment. It was found that the external suture was not absorbed at all and the subcutaneous suture had a suture rejection reaction. The external suture was removed immediately. The patient was instructed to use potassium permanganate as a sitz bath at home to promote absorption of deep sutures and relieve pain and discomfort.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.